Manufacturer narrative:
No product was returned for inspection. The returned images show the reported implant outer box alongside the reported incorrect label. While the two do not match, it cannot be verified whether the label was included in the wrong box upon delivery, and whether the implant used was a tsvb10 or a tsvwb10. The complaint remains non-verifiable with the information provided. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates the implant outer box did not match the item and lot number of the sterile vial. The reported event cannot be verified with the information provided, and no indication was made from manufacturing that the event is related to a non-conformance in manufacturing. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Manufacturer. Expiration date, UDI: (B)(4). Contact office - name/address. Office contact - manufacturing site. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿ . Device manufacture date. Evaluation codes. The following section was corrected: outcomes attributed to adverse event : the was no adverse event as a result of this issue.

Manufacturer narrative:
Date of event unknown / not provided. Item brand name unknown / not provided. Additional 510k #'s k011028/k013227. (B)(4).

Event description:
It was reported that exterior box indicated implant tsvb10 with lot number 63316089, but label of sterile blister indicated tsvwb10 with lot number 63321258. The implant was still placed despite a different item and lot number.